Event description:
The following report was received from the cordis medical affairs dept: the pt reported that approx seven months post cypher des implantation, she experienced chest and arm pain for which she was hospitalized. During the hospitalization angiogram results revealed 75% blockage of the cypher des implanted at the left main. The restenosis was treated by coronary atherectomy.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.